Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day as sensor insertion, at an unspecified time following insertion, the patient reported feeling unwell and dizzy. The patient obtained a fingerstick blood glucose measurement and reported a cgm reading of 250 mg/dl compared to a bg meter reading of 400 mg/dl. Due to these symptoms, the patient presented to the hospital accompanied by a friend. Upon evaluation at the hospital, the patient reported a cgm reading of 389 mg/dl and a blood glucose measurement of 625 mg/dl. The patient reported receiving treatment with intravenous (IV) fluids and insulin administered by injection. The patient remained hospitalized for more than 24 hours and was discharged. At the time of the report, the patient stated that they were stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.